Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. However, it was noted that the upper case was dented affecting keyboard fit, the upper and lower cases were broken, the ring cover and both bail covers were missing, one case screw and ring cover screw were missing, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was broken, the keyboard was scratched and out of specification, the on and off buttons were collapsed, the display was out of specification with missing pixels and the main printed circuit board (pcb) was out of electrical specification. (B)(4).

Event description:
It was reported the device sometimes fails to get past self-test. It was also reported when powering on the device, a self test error was displayed on the screen. It was noted the off button functions intermittently. The device was returned for repair. There was no patient involvement.